Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the firestar 2.0 x 15 mm balloon catheter was delivered to the mid left anterior descending (lad) target lesion of pre-dilation and ruptured at 10 atms during the first inflation. The procedure was completed successfully. There was no reported pt injury. The mid lad target lesion was reported to be: de novo, heavily calcified, slightly tortuous, and a 90% stenosis. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. An inflation device was used for the procedure and the contrast to saline ratio was one to one (1:1). There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter of the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The balloon deflated and re-wrapped properly. The catheter did not kink during use. The catheter was removed easily from the pt and was intact.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. The product was not available for analysis. Mfg record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable mfg quality plan.